Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) as high as 500mg/dl to 600mg/dl for about two days. The patient denied symptoms of hyperglycemia but reported mild ketones. The patient alleged that the black o-rings inside the cartridge appeared to be bowed or curved into u-shapes. He reported that the cartridge compartment was full of insulin. The patient reported that he changed the cartridge and the bg slowly came back down to target. This complaint is being reported because of the allegation that a cartridge defect caused insulin to leak out of the cartridge, and that serious hyperglycemia was the end result.

Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. Device evaluation: no product was returned. A reserved sample of the same cartridge lot number # b201760 was evaluated and tested by product analysis on (B)(4) 2012 with the following findings: the retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.